Manufacturer narrative:
Third party analysis was conducted and due to the insufficient data it is not possible to confirm the existence of the reported pseudo tumor and its cause which led to the reported revision surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported. (B)(4). Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2015-00184).

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2010 due to pseudotumor.